Event description:
It was reported that the patient received inappropriate atp and hv therapy due to supraventricular tachycardia being misdiagnosed as ventricular tachycardia. Patient medications were changed.

Event description:
New information received notes that device interrogation showed a single therapy for af with rapid ventricular response. The shock restored sinus rhythm. The patient electively reduced his medication in past month. No programming changes were made.